Manufacturer narrative:
Sanofi company comment for follow-up dated 22-aug-2018. The follow-up information does not change the overall case assessment. Based upon the information, the causal role of the synvisc cannot be denied with terrible reaction involving inability to walk. However, further detailed information regarding detailed medical history, lab data, concurrent conditions, concomitant medications and other risk factors would aid in the better assessment of the case.

Event description:
Terrible reaction involving inability to walk [walking disability], terrible reaction involving knee swelling [knee swelling]. Case narrative: initial information received from united states on 14-aug-2018 regarding an unsolicited valid serious case received from a consumer/non-hcp from united states. This case involves a (B)(6) female patient who experienced terrible reaction involving knee swelling and inability to walk (latency: unknown), while she using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Since an unknown date of 2016, the patient received hylan g-f 20, sodium hyaluronate (synvisc) injection, dosage unknown (lot - unk), via intra- articular route for unknown indication in one of her knees several times successfully for up to 2 years. On an unknown date, after an unknown latency, with her last synvisc injection, the patient experienced terrible reaction involving knee swelling and inability to walk. The patient was hospitalized for knee swelling and inability to walk. Final diagnosis was terrible reaction involving inability to walk and terrible reaction involving knee swelling. Action taken with suspect was unknown. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown for both events. Seriousness: hospitalization for terrible reaction involving inability to walk and terrible reaction involving knee swelling. A product technical complaint (ptc) was initiated on 22-aug-2018 for synvisc; batch number; unknown, (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 22-aug-2018. Global ptc number and results were added.